Event description:
A positive immulite hcg result was obtained on a patient sample. The original sample was retested and the hcg result was still positive. An ultra sound and urine dipstick confirmed no pregnancy. Patient treatment was not altered and there was no report of adverse health consequences due to the discordant hcg result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that there are no known cause for the discordant hcg result. No further evaluation of the device is required. The instrument is performing within specifications.